Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. A device interrogation revealed that the right ventricular (rv) lead had no capture at maximum output. Micro-dislodgment was suspected, however fluoroscopy showed that the lead position was unchanged. The patient was scheduled for revision on (B)(6) 2024, and the lead was capped and replaced. The patient was stable.

Manufacturer narrative:
Correction: b5 and d6b.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. A device interrogation revealed that the right ventricular (rv) lead had no capture at maximum output. Micro-dislodgment was suspected, however fluoroscopy showed that the lead position was unchanged. The patient was scheduled for explant and the lead was replaced. The patient was stable.